Manufacturer narrative:
According to the case information, the sensor (B)(6). Broke into two pieces during removal procedure on (B)(6) 2024. The hcp was able to remove both fragments of the sensor. The sensor was sent to senseonics for further investigation and a visual inspection confirmed that the sensor broke into two pieces, with breakage occurring at the end cap.the root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report updated to 12 december 2024 g3 date received by the manufacturer ?12 december 2024. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10 h6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4310.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The sensor had surrounding fibrosis and when the hcp tried to extract the sensor, it broke into two pieces. The sensor had been implanted in the arm. The clamps from the clinic kit were used for sensor removal. All pieces were successfully retrieved.